Event description:
It was reported to boston scientific corporation that a microvasive rx locking device and biopsy cap system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, during the procedure the biopsy cap was pre-pierced and fixed to the biopsy channel of the scope. The physician passed a hydratome as well as an extractor balloon down the scope and found there to be resistance within the working channel of the scope. The physician managed to pass both devices through the blockage and completed the procedure successfully. At the conclusion of the procedure the biopsy sponge (foam insert) was found to have detached into the working channel of the scope. The sponge was removed via radial jaw biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).